Event description:
Boston scientific received information that this product was part of a system infection and revision is intended in the near future. In addition, the patient with this device experienced an arrhythmia that was converted by anti-tachycardia pacing (atp) therapy. It was unknown whether the arrhythmia was sinus or ventricular tachycardia. No additional patient symptoms were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.